Event description:
Info was received alleging that an invasively ventilated pt became disconnected from the ventilator and expired. The ventilator (another MFR's) reportedly alarmed for low volume, but was not heard. The pressure alarm, which was located outside the pt room allegedly did not alarm at the time of the event. The circuit (another MFR's) in use included a heat moisture exchanger and an adaptor for the pressure alarm. The adaptor for the pressure alarm was located between the "y" of the pt circuit and the heat moisture exchanger. The disconnection reportedly occurred at the tracheostomy tube, leaving the heat moisture exchanger and pressure alarm adaptor attached to the circuit. The low pressure threshold was reportedly set at 10 cmh2o on the pressure alarm, but according to independent testing, the disconnect did not cause the device to alarm because the heat moisture exchanger held 30 cm h20 of back pressure in the circuit. Independent testing by an outside consultant confirmed the pressure alarm was functioning to specification. There is no allegation of device malfunction, and it appears that the back pressure in the circuit caused by the use of a heat moisture exchanger may have prevented the low pressure alarm from sounding because of the threshold setting of 10 cmh20. No autopsy was performed on the pt to determine the cause of death.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device was evaluated at the facility by an indepenent outside consultant and was found to be performing to specification.